Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was not impacted. The customer changed the infusion set site and the occlusions were resolved. No cannula damage was observed. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.